Event description:
The account stated that the architect troponin-I reagent is generating elevated results on 2 patient samples. The account only provided the result for one patient. The initial result for this patient was 0.00 ng/ml, the retest result was elevated at 0.223 ng/ml. The sample was retested a third time and the result was 0.00 ng/ml. There is no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
The initial filing were incorrect. (B)(6).

Manufacturer narrative:
Evaluation codes; a review of the complaint data was performed to assess the performance of the assay. The results of the complaint data review provided evidence that the product is performing as intended. The customer indicated that they have observed negative results on several patient samples but when retested, the results were all increased. This was observed when using architect stat troponin-I reagent lot 25980un08. Complaint investigation testing was not performed as return patient specimen is not available. Evaluation of the product was conducted by reviewing the available complaint data. We reviewed customer complaints received to date in order to determine if other customers have experienced the issue the customer observed. Our review did not identify an increase in the number of complaints related to discrepant results with reagent lot 25980un08. The customers issue, initial negative results when retested were higher, does not appear to be caused by a shift in product performance that would warrant additional product information distribution. Therefore, neither a corrective/preventive action nor additional investigation is required. The customer was referred to the architect stat troponin-I assay package insert for the various conditions that might cause a falsely elevated stat troponin-I assay values. The customer will find information that will assist them in the specimen collection and preparation for analysis and limitations of the procedure sections. Based on the investigation we have conducted, we believe the architect stat troponin-I assay is performing as intended. This is the final report.